Event description:
Reporter indicated that the patient presented for an office visit where her settings were found to be at unexpected values. Programming history for the patient has been requested by the manufacturer to determine if and/or how the programming handheld caused the event.